Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (25 mg/ml at 3.498 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was supposed to be refilled on (B)(6) 2021 and he started feeling "crappy" 4 days ago. The caller was assisted with reading the logs and it was confirmed that empty reservoir occurred on (B)(6) 2021. It was reported that the pump was going to be filled today and the physician would be decreasing the daily dose.